Event description:
Complaint received from customer that alleges "pump was damaged due to a thermal meltdown". Questionnaire not received from clinician and/or pt. Device returned to MFR for eval, meltdown damage to the device confirmed. Determination of root cause currently under investigation. No indication event caused or contributed to permanent impairment or death.